Manufacturer narrative:
On february 6, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system indicated that the reported differences occurred during the initial post-insertion period, which represents an expected early wear phase while the sensor stabilizes, as outlined in the user guide and supported by clinical performance data. Customer care provided education regarding this adjustment period and explained that variability between sg and bg values may occur during early wear. The user was advised to continue using the system and to enter calibrations as prompted to support optimal system performance. The user acknowledged the guidance provided and agreed to continue use of the system as instructed, with the understanding that performance is expected to improve as stabilization progresses.this MDR is submitted retrospectively following an internal review.

Event description:
On february 6, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.